Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing. The patient stated that the blue pin popped out and fluid leaked onto the floor. There was no fluid on or in the cycler. The patient reported receiving an unknown alarm during fill 2 of 4 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to contact the peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the fluid leak occurred during the peritoneal dialysis (pd) treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis that night. The patient contact confirmed that the patient is continuing pd therapy using the cycler without any issues. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample is not available, and the lot number of products involved is unknown. A manufacturing review was performed of the lots delivered to the patient, but no information was found with the customer number provided. Consequently, no product was returned from the distribution center to be analyzed since the lot number is unknown and no information is available for the identified of the possible involved lots in the system. The product involved met specifications. No DHR review was performed since the lot number is unknown and no information from the customer is available. There is no recall associated with this report.